Manufacturer narrative:
Following receipt of the initial report, belmont's sales representative went to the hospital to perform an in-service. We subsequently set up a phone call with the risk analysis nurse and the anesthesiologist to obtain additional information about the case, including the flow rate at the time of the incident and the fluids infused, as certain infusates are contraindicated and may lead to clot formation inside the heat exchanger. Following our phone conversation with the hospital, the anesthesiologist reported the following: "after further investigation it was clear that the event was not related to the belmont rapid infuser or its functions. No further action is needed on your part." The rapid infuser has not been returned to belmont for investigation. The manufacturing records for this serial number were reviewed and nothing notable was observed; the unit had not been returned to belmont for service or preventive maintenance since it was shipped to the customer in 2016. The implicated disposable set was not returned for investigation. The retain sample for this lot number has been inspected and no defects were observed. The manufacturing batch records for this lot number were also reviewed and no anomalies were identified. Without additional information, it is difficult to determine what happened in this case. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont sales rep received a complaint from the user facility that there was clotting in the line. Following the receipt of the initial report, the sales rep went to the hospital to provide an inservice, and learned that the clot was found before getting to the patient.